Event description:
A physician reported a patient who was treated on 29 october 1998 into the upper vermilion border and nasolabial folds. After completion of the treatment, the physician noted a whitish streak which extended from the upper lip area to the nose. Within five to ten minutes, this area looked like a raised, blanched wheal. The physician prescribed oral zyrtec. On 30 october 1998, the patient reported that there was one spot at the upper vermilion border which was tender; there was no discoloration, bruising or tissue breakdown. The physician examined the patient on 3 november 1998, at which time there was a very subtle ridge at the right upper vermilion border. There was no tissue breakdown or bruising. The physician believed the symptoms may have represented a vasospasm. On 16 november 1998, the area was minimally tender. There had been no tissue breakdown; no evidence of necrosis.